Event description:
Patient experienced multiple implantable cardioverter defibrillator discharges accompanied by severe chest pain.====================== manufacturer response for lead, sprint fidelis======================known side effect. Lead recalled.